Manufacturer narrative:
The device was received by depuy synthes power tools. Reliability engineering evaluated the devices, and the reported problem was confirmed. It was concluded that the cutter came into contact with the dura guard during use. This occurs when the cutter flutes load up with bone fragments and can no longer remove bone at the same rate due to lack of sufficient irrigation, so the user tends to apply more (excessive) force. The cutter deflects to the point where contact is made between the dura guard and the cutter, and fractures from impact with the dura guard. If additional information becomes available a supplemental report will be submitted. Ref: (B)(4).

Event description:
Report received from USA stating that the device snapped while turning patient flap during surgery. There was no injury reported. It is unknown if delay or medical intervention occurred. There is no additional information available.